Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose declined to 35 mg/dl. The customer stated the paramedics were called to treat for their low blood glucose. Customer was not admitted into the hospital for their low blood glucose. The customer also reported differences between their sensor glucose and blood glucose readings. Customer's blood glucose was 175 mg/dl and their sensor glucose read 75 mg/dl. The customer also stated the threshold suspend mode was activated from the inaccurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.